Manufacturer narrative:
The insulin pump had no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had a scratched display window, scratched case, cracked case at display window corner (lower left and lower right corners) and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.